Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Not complete.

Event description:
Fluid was going back into hip & arm. The following additional complaint event information was received from the affiliate sales rep on (B)(6) 2013. I have been told that the event occurred on friday ((B)(6) 2013), and I was informed on monday (B)(6). The procedure was a knee, acl. There was extravasation of fluid in the knee, and the surgeon noticed hard swollen tissue distally. The patients current condition is fine and there was no consequences to the patient after the operation. The surgeon is satisfied that there were no complications but was worried at the time of the possibility of compartment syndrome. But this was not the case. The surgeon sets his pump pressure settings at 45. The surgeon didn't notice any change in reading on the pump. The fluid used was saline. There was not any blood or debris in the fluid. The nurses are unsure of the tubing that was used, but they say it was probably 281102 which they no longer have. The tube set was set up correctly. The tube set is not available for evaluation.

Manufacturer narrative:
Evaluation summary: the device was received and was evaluated visually, electrically and functionally. Visually, it is noted that the complaint device arrived with some minor damage to the right safety cover, which was replaced. The device was then tested for electrical and functional conformance; the pump passed all diagnostic and functional tests well within its designed and manufactured parameters. The root or underlying cause for the reported event is not attributable to the fms pump, but lies elsewhere. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.